Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown. (B)(4). (B)(6).

Manufacturer narrative:
Complaint conclusion: when the physician deployed the 12x80mm smart control stent, unexpected ¿jumping¿ occurred. Therefore, another 12x80mm smart control device was implanted distally to fully cover the sfa lesion and the procedure was completed successfully. There was stent overlap. There was no patient injury reported. The procedure was an intervention of the superficial femoral artery (sfa) target lesion. The physician is an experienced user of smart stent. The product was stored, inspected, prepped, and handled according to the instructions for use (IFU). There was nothing unusual about the stent delivery system prior to use. The target lesion vessel diameter was about 12mm. The length was about 80mm. The diameter of the unconstrained stent size was not 1-2mm larger than the vessel diameter. The stent delivery system (sds) did not have to pass through any acute bends. An ipsilateral approach was used to deliver the sds. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. There was no resistance or difficulty noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The stent fully expanded with good wall apposition. The smart control locking pin was in place during advancement towards the lesion and removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the sds flat and straight outside the patient as instructed in the IFU. The tantalum markers were observed to open symmetrically. There was no difficulty crossing the previously deployed complaint stent to fully cover the target lesion. The complaint stent was deployed proximally to the intended target site due to unexpected movement during deployment and a further stent was placed distally to cover the remaining lesion with overlap. There was no reported patient injury. A device history review (DHR) of lot 15709516 revealed no anomalies or non-conformances that can be associated with the reported complaint. The product IFU instructs the user to ensure that the locking pin is in place during the advancement of the sds. It further instructs the user to advance the sds past the lesion site and to pull the sds back until the radiopaque stent markers are proximal and distal to the lesion. The user is to ensure that the sds outside remains flat and straight and cautions them that slack in the catheter shaft either inside or outside the patient may result in deploying the stent beyond the lesion site. The reported ¿deployment difficulty-inaccurate placement¿ could not be confirmed as the device was not returned for analysis. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event and the exact cause cannot be determined. Pushing the sds against resistance, which can be encountered during sds advancement through a patient¿s anatomy, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Complaint conclusion: during deployment of a smart control stent, the stent jumped unexpectedly. The distal portion of the target lesion was successfully treated with another smart control stent with no reported patient injury. The target lesion was located in the superficial femoral artery that was described as ¿about 12mm¿ in diameter and ¿about 80mm¿ in length. The site reported that the 12 x 80mm smart control stent had been stored, inspected, handled and prepped according to the instructions for use (IFU) and that nothing unusual was noted about the device prior to use. The diameter of the unconstrained stent was noted to be 1-2mm larger than the vessel diameter. An ipsilateral approach was utilized and the site reported that the stent delivery system (sds) did not pass through any acute bends or through a previously deployed stent. No difficulty was experienced during the advancement and/or tracking of the sds to the lesion or in crossing the lesion. No unusual force was used at any time during the procedure and the locking pin was in place during the advancement of the sds to the lesion and while crossing it. The sds with the stent was advanced beyond the lesion and then withdrawn back into it prior to removing the locking pin. The user is reported to have held the handle of the smart control sds flat and straight on the outside of the patient as instructed in the IFU. During stent deployment, the stent was noted to have jumped forward and expanded in the proximal of the intended location covering healthy intima. The tantalum markers were observed to have opened fully and symmetrically with good wall apposition. The distal part of the target lesion was then treated with another 12 x 80mm smart control device in an overlapping fashion and the procedure successfully completed with no reported patient injury. One non-sterile smart 7fr (80cm) stent 12x80mm was received coiled inside in plastic bag. Unit was deployed. Locking pin was not received. No damages were noted in the device. Although the stent was not received; functional testing of the deployment process was performed and no anomalies were found. A review of the manufacturing records for this lot revealed that the products met specification prior to release. The product IFU instructs the user to ensure that the locking pin is still in place during the introduction of the device. It further instructs to advance the device past the lesion site and then withdraw it until the radiopaque stent markers are proximal and distal to the lesion site. The user is to ensure that the sds outside the patient remains flat and straight. Slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. The user is to ensure that the introducer sheath and that the locking pin should be removed from the handle prior to deployment. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. It is difficult to draw a clinical conclusion between the device and the event based on the information available. However, patient and procedural factors may have contributed to the reported event. The reported ¿sds ¿ deployment difficulty-inaccurate placement¿ event was not confirmed since the device passed functional testing. The exact cause of the event could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
The complaint device was returned for analysis. The engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
The report received by the affiliate indicated that when the physician deployed the 12x80mm smart control stent, unexpected jumping occurred. Therefore, another 12x80mm smart control device was implanted distally to fully cover the sfa lesion and the procedure was completed successfully. There was stent overlap. There was no patient injury reported. The procedure was an intervention of the superficial femoral artery (sfa) target lesion. The physician is an experienced user of smart stent. The product was stored, inspected, prepped, and handled according to the IFU. There was nothing unusual about the stent delivery system prior to use. The target lesion vessel diameter was about 12mm. The length was about 80mm. The diameter of the unconstrained stent size was not 1-2mm larger than the vessel diameter. The sds did not have to pass through any acute bends. An ipsilateral approach was used to deliver the sds. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. There was no resistance or difficulty noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The stent fully expanded with good wall apposition. The smart control locking pin was in place during advancement towards the lesion and removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the sds flat and straight outside the patient as instructed in the IFU. The tantalum markers were observed to open symmetrically. There was no difficulty crossing the previously deployed complaint stent to fully cover the target lesion.